Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 475cc saline prostheses, serial number: (B)(4), catalog number: 3501680 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 475cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 7/12/2018, mentor received additional information: is required intervention: check, explantation date: (B)(6) 2018, (B)(4). The patient underwent removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 375cc on the right and 30cc on the left. Capsular contracture of unspecified baker grade was noted during replacement procedure. After removal of implants, bilateral capsulectomy was performed to correct the left breast being larger than the right breast. The removed right implant was found to be folded in half. Patient left operating room in satisfactory condition. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/13/2018, mentor became aware that the actual side that deflated with capsular contracture was the right side; not the left side as originally reported. This was mistakenly omitted from the previous report dated (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/23/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered several creases around the device. Leak testing was performed according with mentor procedures and it revealed a leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 6604652 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Regarding the reported complaint of capsular contracture in the patient¿s breast, the product evaluation team concluded that was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/11/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).